Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The photo sample was returned, and the photos shows the crack in the sample port connector. Based on the evaluation, observed there was crack at the connection of sample port. Water and methylene blue were introduced into the sample port and observed there was no leakage from the crack area. However, the exact cause on how and when problem occurred could not be determined. Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Corrections made to tab(s) d and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were crack in the connection with the balloon of the foley catheter. Per follow up information received via ibc on 25aug2025, stated that crack was in the plastic part of the tapered connection of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were crack in the connection with the balloon of the foley catheter.